Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the battery charger would not power on. Upon evaluation, the l602 inductor was detached from the bedside board. The cause of the inability to power on damaged inductor. The root cause of the damaged inductor has not been positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's battery charger would not power on.